Event description:
The patient reported that: on (B)(6) 2021, the patient had a right knee total arthroplasty and was implanted with competitor products and depuy cement on (B)(6) 2022, the patient was revised due to pain, and debonding at the competitor tibial tray and depuy cement interface. Doi (B)(6) 2021 competitor's products dor: (B)(6) 2022 affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Dmf# - 13704 trade name ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no product or samples associated with this report were returned for examination. A search of the depuy synthes quality system was performed for the finished device lot number, and no non-conformances related to the reported event were identified. Retained samples were tested at the manufacturer in a temperature and humidity-controlled laboratory. The cement mixed and behaved as expected for the product type and met the appropriate control specification. Therefore, no evidence was found suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation. As part of our company quality system process, all products are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a search of the depuy synthes quality system was performed for the finished device lot number, and no non-conformances related to the malfunction were identified.